Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report #(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml and the test results were within specifications. "Multiple" attempts to obtain additional information were not successful. Without the actual event date or drug to be infused and/or parameters, further evaluation was not possible. Multiple attempts to obtain additional information were not successful. Without the actual date of the event, drug to be infused, and/or intended infusion parameters, further evaluation was not possible. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been received from the user facility and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
As reported by the user facility: over infusion - no injury.